Manufacturer narrative:
No device issues are indicated based on available information. The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. The "known inherent risk of device" conclusion code was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to erosion. The patient experienced a fall over the weekend and subsequently discovered her implant was protruding from the wound. The icm was explanted today and the patient started antibiotics. A new icm is to be reimplanted in a couple of weeks. No additional adverse patient effects were reported.